Manufacturer narrative:
Received a 2.6f PICC for evaluation. A visual inspection revealed the catheter to have a rupture between the 1 and 2 cm mark. The device was forwarded to the device contract manufacturer for evaluation. Inspection records, device history records and inspection of the returned sample were performed. The exact root cause of the failure could not be determined. The failure mode could have been caused by a single or combination of factors that have been identified during the comprehensive investigation which was conducted by the contract manufacturer and the medcomp engineering department. Actions have been implemented by the contract manufacturer in order to minimize this type of occurrence.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
PICC line split in the catheter 1.5 cm from the insertion point. It was noted when it was removed. Patient had acted though it hurt then the PICC was flushed overnight and prior to removal.